Manufacturer narrative:
(B)(4). Removing and connecting a new solution bag is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during dwell three of four of peritoneal dialysis therapy. The patient was connected at the time of the alarm. During troubleshooting, it was discovered that the patient disconnected the empty supply bag to attach a new bag. The technical service representative (tsr) assisted the patient to end therapy and reviewed proper procedure. The tsr advised the patient to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information available.